Manufacturer narrative:
The field service engineer replaced several components, including the degasser tank, prewash solenoid valves and nozzle tubing, gear pump head, and sipper nozzle. As several components were replaced at the same time, the investigation could not determine the specific root cause.

Manufacturer narrative:
The cobas pure e 402 analytical unit serial number was (B)(6). The field service engineer checked the pre-wash and replaced various parts on the analyzer. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg stat results from the cobas pure e 402 analytical unit that were not clinically plausible. The initial result was 14.7 iu/l. On (B)(6) 2025, the result was 28.1 iu/l. The result from a new sample from the patient was "negative". This result was believed to be correct.